Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - xten duo. It was stated the handles were crumbling. It was confirmed by photographic evidence the direction handle of the headlight was damaged with missing particles and the particle was missing from the seal of the headlight. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Based on an information gathered, the issue was discovered during yearly check. As stated by subject matter expert at the manufacturing site, the damages on the plastic handle shows a deterioration of the surface. The deterioration of the surface was probably caused by aggressive cleaning products used during the cleaning or by liquid residues left on the handles. To prevent any safety issue the xten user manual # 0130103 rev. 3a mentions the procedure to clean the device indicating the prohibited products and indicating to rinse the device with clean water in order to remove residues after cleaning. The xten user manual # 0130103 rev. 3a mentions to check the light heads for chipped paint, impact marks and any other damage, during the daily check; and mentions to check the overall condition of the side handles, during annual checks. New handles available as spare parts were installed in order to replace the damaged handles and to avoid any incident. Regarding defective seal, no pictures are available. The deterioration of the light head seals is probably due to infiltration and stagnation of aggressive cleaning products caused by inappropriate cleaning. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. Initial reporter: getinge technician the correction of version or model # and catalog # fields deems required. This is based on the internal evaluation. Previous version or model # ard568221510c corrected version or model # ard567800999/ard567801999 previous catalog # ard568221510c corrected catalog # ard567800999/ard567801999.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 15th november, 2023 getinge became aware of an issue with one of surgical lights - xten duo. It was stated the handles were crumbling. It was confirmed by photographic evidence the direction handle of the headlight was damaged with missing particles and the particle was missing from the seal of the headlight. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination.